Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the cusa clarity 36khz handpiece (c7036) was overheating. The circumstances of the event is not known; however, no patient was involved.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The cusa clarity 36khz handpiece (c7036) was not returned; therefore, failure analysis and determination of root cause is not possible. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. Based on the customer reported failure ¿overheating¿ and based on the causa clarity IFU, it is possible this complaint, was as a result of powering up the handpiece without performing a prime cycle that is, irrigation fluid must flow from the distal tip of the handpiece. Failure to prime the handpiece could result in permanent damage to the handpiece (internal and/or external components) and may induce heat exchange with the patient and/or user, and cause tissue burns. However, without testing it is not possible to verify. Should the product be returned for analysis the complaint will be reopened, and evaluation will be completed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.